Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. There was no button error alarm present. The device had minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the insulin pump was inside their shirt and the buttons might have been pressed down. Customer's blood glucose reading was 183 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.